Event description:
Description of event according to initial reporter: a 85 year old female patient underwent tevar on (B)(6) 2021. At one year follow-up exam, growth of taa was confirmed, so the physician performed contrast-enhanced computed tomography and found endoleak at the lesser curvature of the descending aorta. It was determined to be type iiib or type ia endoleak. No additional procedure for the endoleak has been performed. ((B)(4) manufacturer report# 3002808486-2022-01001) as per feedback from imaging review from (B)(4): ¿there was some [intraluminal thrombosis] in the distal graft along with some redundant fabric." And "I did not see any evidence of downstream embolization such as splenic renal infarcts or ischemic bowel.¿ (B)(4) patient outcome: the patient is not showing problematic symptoms.

Manufacturer narrative:
Manufacturer ref#: (B)(4). PMA/510(k): similar to device marketed under PMA/510(k) p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: this complaint was opened to cover a finding of intraluminal thrombosis inside a zta-pt-40-36-217-w1 (complaint device, lot e4123905), noted in review of imaging performed for related (B)(4) (manufacturer report#3002808486-2022-01001). It was initially reported that an 85 year old female patient underwent thoracic endovascular repair (tevar) on (B)(6) 2021 where a zta-pt-40-36-217-w1, lot e4123905 (complaint device) was implanted from zone 3 to above the tortuous area in the descending aorta. A zta-d-30-160-w1 was placed in the descending aorta. At the one-year follow-up exam, thoracic aortic aneurysm (taa) growth was confirmed, so the customer performed contrast-enhanced computed tomography and found endoleak at the lesser curvature of the descending aorta (addressed in related (B)(4)). From the imaging review performed for the investigation, intraluminal thrombosis in the distal graft was noted along with some redundant fabric (B)(4). It was additionally provided that the customer was aware of the thrombus and that the patient did not have any health hazard or adverse effects from it, so no treatment was performed for it. The patient is reportedly followed closely. A one-year post implantation cta, a 3d reconstruction of this cta, and a pre-implantation line drawing with measurements were provided and underwent review by an expert imaging reviewer. As per imaging review, "the complaint of mural thrombus related to fabric folds is confirmed. Endograft fabric folds were the result of 36mm zta-pt-40-36-217 implantation inside a 30mm zta-d and from longitudinal crowding of the zta-pt inside the zta-d. Some of these folds are likely covered in a discontinuous thin layer of mural thrombus. This thrombus is suggested by fine irregularity of a few folds. The absence of downstream embolization despite the no antiplatelet therapy indicates that the folds are unlikely to generate clinically significant thrombus. " additionally, as per imaging review findings: ¿the zta-pt-40-36-217 was implanted to a length of 170mm. Most of the 47mm of longitudinal crowding occurred through the zta-d. The zta-d-30-160 was implanted to a length of 150mm.¿. "The zta-d appears to have been implanted first." ¿the zta-pt was constrained inside the zta-d. The longitudinal crowding and diameter constraint produced numerous folds of redundant fabric. A few of these folds were slightly irregular indicating that be coated in a discontinuous very thin layer of mural thrombus.¿ ¿the suggestion of a larger mural thrombus simulated on the axial imaging represents artifact. The appearance was produced by normally crowded stent bodies of the zta-d on the inner curvature of a near 90 degrees distal thoracic aortic bend.¿ as per additional input from the imaging reviewer, the longitudinal crowding most likely occurred at implantation, and it was assessed that the uniform multi-segment crowding was not due to anatomic changes. It is possible that the stent graft was deployed crowded to take up length to avoid releasing the distal stent in the acute distal aortic angulation. It was noted that the measured length (170mm) of the implanted device was significantly reduced (approximately 22%) compared to the stent graft's dimension (217mm). In regard to this, as per IFU section ¿placement of proximal component¿, the steps of stabilizing the gray positioner (introduction system shaft), withdrawing the sheath until the graft is fully expanded and subsequent adjust and verify graft position, should be performed prior to turning the blue rotation handle until stop. Following this sequence ensures that the graft is not released from the introduction system during sheath retraction or graft position adjustment, which could affect the position or length to which the stent graft is deployed. Based on the imaging review, the thrombus formation is assessed to be due to stent graft fabric folds. While a single definitive cause for the appearance of the folds could not be established, based on the imaging review, a contributing factor is assessed as being due to the device being deployed crowded/compressed at a shorter length, which indicates that deployment steps would have been taken in a different order than as described in the IFU. It was noted from the imaging review that the proximal component was deployed inside the distal component, which suggests that the deployment sequence of the proximal and distal components were implanted in reverse order compared to what is described as per IFU sections "placement of proximal component" and "placement of distal component". Any potential contribution this may have had, was not established. Regarding the noted near 90 degree angulation, it is stated in the IFU that no localized angulation should be larger than 45 degrees. Arterial thrombosis and improper component placement is listed as a potential adverse event in the IFU for this type of device. No evidence to suggest that the device is not manufactured according to specification cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.